Event description:
Procedure type: lap chole. According to the reporter: part of the seal broke off and was found in the patient abdomen and it was retrieved. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No patient injury was reported.

Manufacturer narrative:
(B)(4).